Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colorectal procedure, the surgeon had difficulty removing the handle from the patient after the anastomosis was completed. After the procedure the patient was discharged from the hospital not knowing that the device anvil was left in the patient rectum/colon and patient defecated out at home. To resolve the issue the patient undergo computed tomography (CT) scan and the bowel movement showed a likely anastomosis leak and so the patient returned to the or (operating room) to perform colonoscopy and currently the patient has a temporary colostomy. The hospital stay of the patient was extended due to what happened.